Event description:
It was reported that the user called for assistance with a full supply change on the ilet pump and experienced difficulty attaching the new connector to the pump/cartridge despite step-by-step guidance, after which the user elected to stop and seek help from a family member. Customer care provided technical support troubleshooting. Investigation of this case revealed that the specific cause of the connector attachment difficulty could not be determined during the interaction. Symptoms included no reported adverse health effects. Outcomes included user education and troubleshooting conducted by phone without resolution at the time of the call. It was concluded that no patient injury occurred and the event was related to difficulty with supply connection during use, with root cause undetermined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.